Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the guidewire would not longer advance down the lead's lumen. No adverse patient effects were reported.